Manufacturer narrative:
The motor error alarm occurred during the rewind process due to corroded motor home switch. The functional testing including the displacement, occlusion, priming, excessive no delivery and bg meter tests were all unable to be performed due to motor error alarm. The bolus anomaly and bolus wizard anomaly were unable to be verified due to motor error alarm. The insulin pump was received with scratches on the display window, cracked display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and bolus anomaly on the insulin pump. Customer's blood glucose level went as high as 33 mmol/l. Troubleshooting for bolus anomaly was performed. Customer advised there were 2 bolus amounts in the bolus history that they did not input. Customer treated their high blood glucose with a manual injection. Customer performed and passed the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.